Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise on the right ventricular (rv) lead led to pacing inhibition with greater than two seconds of asystole. The rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.